Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse evaluated the instrument. The cse found a screw that was loose and backed out, causing it to interfere with the removal of the film cartridge assembly. The screw, located on the canister hub assembly, secures the brake mechanism that prevents the film inside the canister from unspooling. The cse tightened the screw and verified the film cartridge could easily be installed and removed. The cause of the technician's hand being cut is due to a loose screw. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported one of their technicians, cut their hand on a used film canister from a dimension exl 200 instrument. The technician was sent for blood work and to evaluate the injury to the hand. The event occurred when the technician tried to remove a used film canister and was having difficulty removing the canister. There are no known reports of adverse health consequences due to the cut on the technician's hand.